Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported the patient continued to have driveline fault alarms. Log file analysis captured pump stops on (B)(6) 2019 and (B)(6) 2019 on power module and battery power. The patient was using a no ground patient cable. The pump stops were likely caused by a phase to phase short. There was not enough original percutaneous lead length remaining to perform another repair. The patient underwent a pump exchange on (B)(6) 2019.

Manufacturer narrative:
Date of birth: correction. Device identification, explant date, concomitant medical products, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: the report of a potentially compromised driveline was also confirmed based on the evaluation of (B)(4). The pump returned assembled with driveline cut approximately 1¿ from the pump housing and the severed portion of driveline was returned in two pieces, a 10.5¿ portion and a 30¿ distal end portion. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Continuity and hipot testing were performed on the 2¿ pump end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 10.5¿ portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the black and orange wires at what would be 4.5¿ from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Electrical continuity testing of the 30¿ distal end portion of driveline revealed open brown and yellow wires. Bionate damage was also noted approximately 20¿ from the controller connector. The shielding and bionate were removed, and examination of the underlying wires revealed fractured brown and yellow wires approximately 20¿ from the controller connecter, in the area of the bionate damage. The underlying conductors of the wires were exposed. The fracture of the brown and yellow wires, along with the damage to the bionate, appeared to be the result repetitive flexing of the driveline in this area. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the brown or yellow wires, to their redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The breaches in the wire insulation of the orange and black wires, along with the fractured brown and yellow wires, could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii patient handbook also explains all alarms, including a driveline fault alarm, and the proper actions to take if the alarms cannot be resolved. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient has a log file history of driveline fault alarms and low speed advisories. Log file analysis observed 36 low speed advisories between (B)(6) 2019 and (B)(6) 2019 and speed drops were as low as 3250 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. This patient was sent home with an ungrounded cable for their power module. The patient returned to clinic on (B)(6) 2019 and it was reported they continued to have fault alarms but without speed drops. Log file analysis observed a driveline fault alarm that is believed to be true. The same wires are showing some sort of damage to them. No additional information was provided.